Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had their ins removed because it was "calcifying" in the spinal cord which caused other problems. No further complications reported.